Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 (corrected data): b1, b5, h1: the initial complaint was reviewed and found not reportable. Reviewed and codes updated to reflect not reportable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.037.017. Lot: 9620447. Manufacturing site: bettlach. Release to warehouse date: 24 august 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified visual inspection: the blade/screw guide sleeve (p/n 03.037.017 lot 9620447) was received showing the distal alignment tab nicked and bent inwards towards the center of axis. The red epoxy markings were peeled off. The missing epoxy was investigated under CAPA-005197 and does not require any additional investigation for this defect. Functional inspection: functional testing could not be completed as the mating device was not received for evaluation. However, the deformation of the distal alignment tab impacts the device¿s functionality and mating abilities. The complaint condition is confirmed for the blade/screw guide sleeve (p/n 03.037.017 lot 9620447) as the distal alignment tab was nicked and bent inwards impacting functionality and mating abilities. The red epoxy markings were peeled off. The missing epoxy was investigated under CAPA-005197 and does not require any additional investigation for this defect. No definitive root cause could be determined for the deformations. It is possible that the causes are due to excessive forces and/or rough handling. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6 additional investigation summary dimensional inspection: feature: distal cannulation diameter specification: 11.1 mm +0.05/-0 mm measured dimension: 10.91 mm, best fit gage pin (pass through) result: nonconforming due to the deformation of the distal alignment tab measurement device: gp32 dimensional inspection of the tab was not conducted due to post manufacturing deformation. Document/specification review: the following drawings, reflecting the manufactured and current revision, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. H11 corrected data d4 h4 added date device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On 10/24/2016: updated event description: it was reported that on (B)(6) 2019, the blade/screw guide sleeve was noticed to have a divots in the entry portion causing the drill sleeve to stick while inspecting one of the proximal femoral nailing system (tfna) sets. There was no patient involvement. Concomitant devices reported: unknown guides/sleeves/aiming (part# unknown, lot# unknown, quantity# 1). This complaint involves one (1) device.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated event description provided for reporting. Concomitant devices added to complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Occupation: synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the blade/screw guide sleeve was noticed to have a divot in the entry portion causing the drill sleeve to stick while inspecting one of the proximal femoral nailing system (tfna) sets. There was no patient involvement. This is report 1 for 2 (B)(4).